Event description:
It was reported that the patient developed a bruiser while the bone growth stimulator. The patient stated that she developed a "bruise" on her leg between her ankle and knee after about 3-4 days of usage. The patient stated that stopped wearing the bhs device for about 4 days and the bruise was fading. The patient started to use the unit again and the bruising returned. The patient describes the bruise as an oval shape and about 2 inches long. The patient is not experiencing any pain unless the bruise or the area round the bruise is touched. The patient's doctor sent a signed script for the patient to switch to a different device for treatment. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: clinical code 1754 - bruise/contusion. H6: investigation code added to 4114: device not returned. H6: investigation code added to 4119: insufficient information available. H6: investigation code added to 3331 - analysis of production records. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: medical product: unknown. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed a bruiser while the bone growth stimulator. The patient stated that she developed a "bruise" on her leg between her ankle and knee after about 3-4 days of usage. The patient stated that stopped wearing the bhs device for about 4 days and the bruise was fading. The patient started to use the unit again and the bruising returned. The patient describes the bruise as an oval shape and about 2 inches long. The patient is not experiencing any pain unless the bruise or the area round the bruise is touched. The patient's doctor sent a signed script for the patient to switch to a different device for treatment. No additional patient consequences have been reported.